Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The visual inspection confirms the impactor head broke off the device. This piece was returned with the device. This device shows signs of significant wear/usage. The device was manufactured in 2005. A medical investigation was conducted and confirms this case reports the femoral impactor broke during use inside the patient. Per email correspondence, all pieces were removed, and the procedure was completed successfully using a backup device without delay. No further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. Internal complaint reference number: (B)(4).

Event description:
It was reported that, a genesis ii oxinium femoral impactor broke. Incident occurred during a tka with instruments inside the patient. All the pieces were removed. The procedure was successfully completed without delay using a back-up device. No other complications were reported. No patient information neither operative reports are available.